Event description:
It was reported that the nurse did not receive a phone call for a "right ventricular pacing impedance out of range" carealert due to low impedance (298 ohms). It was further reported that the nurse had received an email for the event and a phone call for a previous alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.